Manufacturer narrative:
(B)(4): eval, results: death, restenosis of vessel in stented segment. Other (root cause of death unk, root cause of tvr/tlr unknown).

Event description:
Cause of death provided as sudden cardiac death. The investigator indicated that the death was unrelated to the study device.

Event description:
During the index procedure, one complete se stent was implanted to the right external iliac. Approximately 6 months post index procedure heart block occurred and a pacemaker was implanted. Anemia occurred approximately 11 months post index procedure. Approximately 13 months post index procedure, right lower extremity claudication was reported. Clinically driven target lesion/target vessel revascularization and non target lesion revascularization are indicated to have occurred. Shortness of breath was reported approximately 21 months post index procedure. Pt death occurred approximately 22.5 months post procedure. Cause of death is unk.